Manufacturer narrative:
Date of birth: unknown, not provided. (B)(6). (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic shape could be abnormal. At the time of operation, the lens was placed in the capsular bag, but one of the haptics was out of the capsule. The patient complained that it became difficult to see recently. The account commented that although the haptic may have been displaced when the eye was rubbed, there is also a possibility that there was a problem with the haptic shape and strength. There was no patient injury. No additional information was provided to johnson and johnson surgical vision, inc.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 6/26/2018. Device returned to manufacturer? Yes. Device evaluation: the complaint unit sensar ar40e model was received in a specimen container. Visual inspection using microscope magnification was performed. The lens was observed with one lens haptic damaged/distorted, confirming the reported issue. There is no issue with the other lens haptic. Residue of viscoelastic was detected in the lens optic body and haptics. Loose particles were also observed compatible with handling the lens out of a sterile environment. The condition observed is consistent with a lens that has been handled. The lens was measured in the comparator and does not meet the product specifications. The reported issue was verified in the returned sample. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product malfunction or deficiency all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.